Event description:
The user facility reported that water was leaking from underneath their reliance synergy washer. The amount of water created a puddle larger than 3'x3'. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found water to be leaking from the orange flexible hose between the dryer heater and the drying manifold and valve. The technician found that the dryer piston had failed due to the center piece of the valve being broken. The technician repaired the unit, ran a test cycle and confirmed it to be operational.